Manufacturer narrative:
Concomitant medical product: d334trg ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave oversensing was noted on the right atrial (ra) lead upon interrogation. The ra lead remains in use. No patient complications have been reported as a result of this event.